Event description:
When she removed the battery she stated that the battery and the inside of the battery compartment felt warm to the touch. The patient noticed that there was corrosion on the positive terminal of the battery compartment and at the bottom of the battery compartment. When she removed the battery cap she noticed that there was brown debris on the threads of the cap. At the time of the call to animas the patient reattached the battery cap, was able to tighten the battery cap until it met resistance and the battery cap seated properly. She denied bodily harm caused by the battery and battery compartment being warm. At the time of the call when the patient reinserted the battery the pump made a sound but nothing appeared on the display. There was no physical damage noted to the battery cap or battery compartment. The battery cap was reportedly changed 5-6 months prior to the issue, within the recommended timeframe stated in the owner's booklet.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed dates from (B)(4) 2013; the complaint date was (B)(4) 2011. There was no evidence of excessive battery usage. A visual inspection of the pump showed a cracked battery compartment with damaged threads and a battery cap with damaged threads. Evidence of moisture corrosion was found in the compartment. The pump was not able to maintain an electrical connection with the returned cap or a test cap. The pump¿s current draws were found to be in specifications and no overheating occurred during testing. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.